Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that to clarify the device not working, they were meaning that the urinate too much at night still. The cause was unknown, but they indicated that it could just be a bad product. They indicated that no further action would be taken.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that in the beginning when patient first received the implant, didn't seem to be working and patient said tried programs 1-4. Patient said last made an adjustment was in april. When patient connected during the call, patient was on program 2 at 2.0. Patient said that about 5 weeks ago had hip replacement surgery on their right side, same side as implant. Patient said therapy was turned off before the surgery and turned back on the day afterwards. Patient said goes to the bathroom 6 times as night whereas before was going less frequently at night. When asked, patient said goes frequently during the day and uses a urinal however is more concerned about symptoms during the nighttime. Reviewed general therapy information and general programming guidance. Patient tested all of the programs. P5 went up to 2.5 and didn't feel any stimulation sensation. P6 started to feel stimulation at 2.0-2.1 in ins pocket site. P7 at 2.6 felt stim at lead site. P1 at 1.7 felt stim at ins site. P2 at 2.0 stim at lead site. P3 at 2.0 stim at ins site/butt cheek. P4 @ 1.5-1.6 at ins site. Patient said managing doctor suggested turning stimulation down after initially feels stimulation, so patient decreased setting to 1.4 on p5. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Patient said that has an appointment to see managing physician next tuesday. The patient mentioned unrelated medical history. This included that when patient sits, especially on a hard chair, feels more vibration sensation at lead site.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2v3v5, implanted: (B)(6) 2023, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 07-aug-2025, UDI#: (B)(4), b3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.